Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter was displaying the apply sample message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started ¿2 weeks¿ before she called lfs when her onetouch ultra meter continued to display the apply sample message which prevented her from performing a blood glucose test. The patient manages her diabetes with oral medication, diet and/ or exercise (no further information was provided) and she denied taking any action beyond her normal diabetes management routine in response to the alleged product issue. The patient reported that two weeks later at 3pm on (B)(6) 2019, she began to develop the symptoms of ¿tired and sleepy¿. The patient denied receiving any treatment for these alleged symptoms beyond her normal routine of diabetes management and care. During troubleshooting, the csr verified that the correct test strips were being used, the patient¿s testing process was correct, this was not the first time the patient had used the subject meter and the test strip completely drew in the sample. The csr was unable to resolve the issue by walking the patient through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to test her blood glucose due to an apply sample issue with the subject meter.